Event description:
It was reported that during a thyroid procedure, the device caused the tighten assembly message to appear. It was also noticed that the active blade broke off. The broken piece was located and retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Only year known, assumed 1st day of month ((B)(4), 2012) that complaint was reported. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.